Event description:
Dexcom was made aware on 08/21/2024, that on (B)(6) 2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the patient experienced a skin reaction to an infection which occurred 6 days after the sensor had been inserted in the back of the left arm. The patient developed a rash, redness, and infection extending beyond the patch perimeter. Prior to sensor insertion the area was prepped with alcohol. On 08/21/2024, the patient consulted a physician who prescribed an oral antibiotic medication (doxycycline 100mg, two times per day, for seven days) for the infection. At the time of the report the patient was doing well. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).